Event description:
A pt reported blood glucose results of "127 mg/dl, 130 mg/dl, and 58 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.